Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("low back pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of epigastric hernia and dermatitis. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain (seriousness criterion intervention required), fungal infection ("fungal infection"), itching ("itching"), urinary tract infection ("urine infection"), alopecia ("hair loss"), dyspepsia ("poor digestion"), kidney pain ("kidney pain"), dysmetria ("hip dysmetria"), pruritus ("pruritus"), vulvovaginitis ("vulvovaginitis"), renal pain ("renal pain"), vulvovaginal pain ("vulvodynia") and spinal osteoarthritis ("l5-s1 facet joint osteoarthritis") and was found to have renal hamartoma ("renal angiomyolipoma"). The patient was treated with analgesics as well as surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the back pain, fungal infection, itching, urinary tract infection, alopecia, dyspepsia, kidney pain, dysmetria, pruritus, vulvovaginitis, renal pain, vulvovaginal pain and spinal osteoarthritis had not resolved. The reporter considered alopecia, back pain, dysmetria, dyspepsia, fungal infection, itching, pruritus, renal hamartoma, kidney pain, renal pain, spinal osteoarthritis, urinary tract infection, vulvovaginal pain and vulvovaginitis to be related to essure administration. The reporter commented: after removal of the essure device, the symptoms experienced after its placement did not subside, with low back pain and severe left kidney pain persisting, among other symptoms. On (B)(6) 2018, the patient expressed her desire to have the devices removed because she thought the symptoms may have been related to the devices renal pain as reported in the urology history, she was diagnosed with a possible renal angiomyolipoma, an organic pathology that is not related to the devices and that is currently being studied. Computerized tomography (CT) report. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): positive for olive tree, plantain and grass pollen and for cat dander. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("low back pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hernia and dermatitis. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion intervention required), fungal infection ("fungal infection"), itching ("itching"), urinary tract infection ("urine infection"), alopecia ("hair loss"), dyspepsia ("poor digestion"), kidney pain ("kidney pain"), dysmetria ("hip dysmetria"), pruritus ("pruritus"), vulvovaginitis ("vulvovaginitis"), renal pain ("renal pain"), vulvovaginal pain ("vulvodynia") and osteoarthritis ("l5-s1 facet joint osteoarthritis") and was found to have renal hamartoma ("renal angiomyolipoma"). The patient was treated with analgesics as well as surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, fungal infection, itching, urinary tract infection, alopecia, dyspepsia, kidney pain, dysmetria, pruritus, vulvovaginitis, renal pain, vulvovaginal pain and osteoarthritis had not resolved. The reporter considered alopecia, back pain, dysmetria, dyspepsia, fungal infection, osteoarthritis, itching, pruritus, renal hamartoma, kidney pain, renal pain, urinary tract infection, vulvovaginal pain and vulvovaginitis to be related to essure administration. The reporter commented: after removal of the essure device, the symptoms experienced after its placement did not subside, with low back pain and severe left kidney pain persisting, among other symptoms. On (B)(6) 2018, the patient expressed her desire to have the devices removed because she thought the symptoms may have been related to the devices. Renal pain as reported in the urology history, she was diagnosed with a possible renal angiomyolipoma, an organic pathology that is not related to the devices and that is currently being studied. Computerized tomography (CT) report. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): positive for olive tree, plantain and grass pollen and for cat dander. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.